Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an accumulation of hematomas in the implantable pulse generator (ipg) pocket. The ipg was explanted and the device pocket was cleansed. A new ipg was implanted. During the procedure, tension was accidentally applied to the right ventricular (rv) lead which resulted in a dislodgement. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.